Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation where the issue of "no power" was confirmed due to a faulty power supply. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 5 years) leading to deterioration, or power supply is not grounded/ the capacity of the medical outlet is smaller than the total electric capacity of the device connected. This issue is addressed in the instructions for use (IFU): "never wet the power plug. Failure to do so may result in an electric shock. Make sure that the electrical capacity of the medical outlet to which this product is connected is greater than the sum of the electrical capacities of all devices connected to the medical outlet, including this product. If the electrical capacity of the medical outlet is low, a fire may occur or the breaker of facility may be tripped, resulting in the power being turned off not only for this product but also for all devices connected to the same power source. Do not connect the power source using an extension code. Failure to do so may result in an electric shock due to an incorrect grounding connection. Do not wire the power code of the radiofrequency ablation power device and the power code of the product. Failure to do so may cause the device to malfunction. Ensure that the product and the connected peripheral devices are switched off, and then the peripheral devices are connected. If connected with the power on, the product or peripheral equipment may fail or malfunction."

Manufacturer narrative:
The suspect device has been returned to olympus and once the evaluation is complete, a supplemental report will be submitted with the findings.

Event description:
Olympus was informed that the power went off the day of the event. When the facility personnel tried to turn on the unit it did not turn on. The reported problem was found on preparation for use for a procedure. The procedure was completed using another device (details unknown). There was no patient injury or harm, associated with the problem, reported to olympus.